Event description:
During follow-up, atrial lead dislodgement was noted. During revision the helix failed to extend and the atrial lead was explanted. A new atrial lead was successfully implanted. The patient was in stable condition.